Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient suddenly had no symptom control, bladder pain, a bladder infection (although this was treated and was now gone), a bloated belly, and a burning pain at the implantable neurostimulator (ins) site. When the ins was turned off the burning was not as bad. He had to get up all night every night like every five minutes to go to the bathroom. The patient thought the bladder infection could have come from not being able to get out all of the urine. He got up thinking that he had to urinate but then if he did go it was only a little bit. His bladder pain was so bad that he had to hold his belly. This was occurring daily. Stimulation was confirmed to be on. He was on program 4 at 0.60 v. He increased to 2.75 and stimulation was comfortable walking and standing. There was no trauma or falls related to the issue. The patient was going to see his doctor tomorrow. Of note, the nurse reportedly told the consumer to take the batteries out of the programmer and put the programmer in the closet and not touch it. No interventions or outcomes were reported regarding this event. It is unclear if the patient had a history of bladder infections prior to device implant. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from consumer reported that the patient had a returned of symptoms. The patient was going to the bathroom so much, he could not sleep. It was indicated that he was not feeling stim on the day of this call and therapy was on. There was no fall related to the issue. On the day of this call, patient was instructed to increase stim from 1.35 to 1.50v and reported feeling stim in correct area.